Event description:
"Pt walked 8 blocks to gym. While entering the gym and going through the door, he came out of his leg and fell onto his prosthesis and dislocated his shoulder. He was in the hospital for 10 days"

Manufacturer narrative:
Conclusions: the reported counter clockwise spin can occur if the clutch mechanism is not torqued to the force specified in the instructions for use.